Event description:
It was reported by service report that the chair collapses due to a broken strut. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Lock mechanism strut.